Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube is not separating properly. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: "material no: unknown batch no: unknown. It was reported the tubes were not separating properly. I am from (B)(6) health (B)(6). We used bd vacutainer@cpt mononuclear cell preparation tube-sodium heparin to isolate pbmcs, but I meet the same issue sometime; yesterday I did centrifuge 4 blood samples together at the same time (15min, 1800g, 20 degree, no brake). The 2#,3#,4# blood isolations were pretty good; the 1# blood was not good, blood cell still was above the gel, pbmcs was not isolate."

Manufacturer narrative:
B.5. Describe event or problem: it was reported that unspecified bd¿ tube is not separating properly. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: unknown, batch no: unknown. It was reported the tubes were not separating properly. We used bd vacutainer@cpt monouclear cell preparation tube-sodium heparin to isolate pmbcs, but I meet the same issue sometime, yesterday I did centrifuge 4 blood samples together at the same time (15min, 1800g, 20 degree, no brake). The 2#,3#,4# blood isolation were pretty good, the 1# blood was not good, blood cell still was above the gel, pbmcs was not isolate." H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd technical services conducted troubleshooting with the customer. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tube is not separating properly. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: unknown batch no: unknown it was reported the tubes were not separating properly. We used bd vacutainer@cpt monouclear cell preparation tube-sodium heparin to isolate pmbcs, but I meet the same issue sometime, yesterday I did centrifuge 4 blood samples together at the same time (15min, 1800g, 20 degree, no brake). The 2#,3#,4# blood isolation were pretty good, the 1# blood was not good, blood cell still was above the gel, pbmcs was not isolate."